Manufacturer narrative:
The fenestrated bipolar forceps instrument involved in this complaint has been received and tested by failure analysis. The instrument was analyzed was found to have a dislodged crimp from the yaw cable at the distal end near the monopolar yaw pulley, likely causing the issue reported by the customer. The components adjacent to the dislodged crimp did not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to a component failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.